Event description:
It was reported by the surgeon when the device was used to create the j-pouch, he has found gaps in the staple line that accept the end of his forceps. This lead to an anastomotic disruption. The pt rec'd a temporary diverting ileostomy. The pt has had no subsequent difficulties following the reversal of the ileostomy. No device returning. No complaint ID.

Manufacturer narrative:
Info is unavailable; device was not returned for eval.